Manufacturer narrative:
Continued: a.4. Weight: 52.50 kg. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and rupture. .

Event description:
Healthcare professional later reported lymphadenopathy and rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV) and silicone migration.

Event description:
Healthcare professional reported right side deformity, capsular contracture (grade IV), pain, encapsulated, presence of silicone in axillary regions, silicone migration, palpitation pain. The device remains implanted. Patient was treated with unspecified anti-inflammatories and massages.